Event description:
The customer received questionable ion selective electrode (ise) results for one patient sample. Of the data provided, only the results for sodium and chloride were discrepant. The initial results were sodium 114.43 mmol/l and chloride 132.16 mmol/l. These results were reported to the physician who questioned the results and asked the laboratory to repeat testing. The repeat results were sodium 137.22 mmol/l and chloride 99.25 mmol/l. The patient was not adversely affected. The electrode lot numbers and expiration dates were requested, but were not provided. A specific root cause could not be identified. The investigation found the results recovered in the opposite direction upon repeat testing. Possible causes for this phenomenon include air in the sample channel, leakage of the current coming from the waste or and old and/or expired reference electrode.

Manufacturer narrative:
This event occurred in (B)(6).